Event description:
It was reported that during the implant procedure, the lead was attempted, but was not implanted due to difficult access and possible lead damage. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).